Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus sales representative was instructed to reseat the light source cables that go from the clv to the cv. That did not help. This was only happening with a couple scopes, not all. Further troubleshooting determined that the reported problem was associated with 1 scope due to water invasion in the scope; the olympus, model clv-190 was verified to function as intended when using other scopes. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to olympus, a black image displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.